Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. The customer also reported receiving an off no power alarm. Customer's blood glucose level at the time 348 mg/dl. Troubleshooting occurred. Advised battery cap would be replaced.